Manufacturer narrative:
The insulin pump was unable to perform displacement test or occlusion test due to missing retainer. The pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test and force sensor test. The pump was properly connected to glucose sensor simulator. No anomalies noted. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for analysis. The customer's blood glucose was unknown.